Event description:
Infusion pump with a failure code of 32 found during priming. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter svc event. No additional contact info was provided.